Event description:
A customer reported a sys message displayed during a cataract extraction procedure. The sys was switched out to complete the case. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the sys and replicated the problem reported. The host module and a 12v battery were replaced. The sys was then tested and met all product specifications. Threw was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar report for this system. The root cause cannot be determined conclusively. (B)(4).